Event description:
Received additional information. It was reported that the patient expired due to an abdominal aortic rupture. The investigator assessed the event as not device or procedure related.

Event description:
An endurant bifurcated stent graft, a contralateral limb, a contralateral extension, a contralateral extension and a ipsilateral extension were implanted for the endovascular treatment of a 5.4 cm fusiform aneurysm with an infra-renal angle of 0 degrees. Proximal aorta was 22-25 mm in diameter and 10.4 mm in length. Distal aorta was 27 mm in diameter. Right iliac artery was 9.4-11.6-12 mm in diameter and the left iliac artery was 12-14-9.6 mm in diameter. The right and left femoral arteries were 10 mm in diameter. The right and left iliac arteries were mildly tortuous with 50% stenosis. The circumferential aorta had 25% mural thrombus/calcification. It was reported that the patient expired approximately four years after implant. The cause of death is unknown. An autopsy or death report is not available. Additional information is not available.

Manufacturer narrative:
(B)(4).